Manufacturer narrative:
Manufacture date was not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument being used with a navigation system. It was reported outside of a procedure that the ratchet handle was broken. After a surgery was finished, in the counting of the instruments, the scrub nurse noticed that the handle had broken, this happened to them with a handle on tuesday and with the other on thursday of the same week, the site stated that the cause of the break was by the hammering on the instrument. There was no patient present.

Manufacturer narrative:
The ratcheting handle was returned for analysis. Functional testing and visual/physical examination confirmed the physical damage to the handle. The returned handle was missing the impact/end cap. Other than the missing impact end cap the handle functioned as intended. Note: the returned handle does not appear to be a medtronic part as there is not a part number on the handle as expected for medtronic ratcheting handles. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The damage presented by the handles was a break in the upper metal part, it was detached. After the surgery was finished, in the counting of the instruments, the scrub nurse noticed that the handle had broken, this happened to them with a handle on tuesday and with the other on thursday of the same week, they assume that by the hammering that are given to the instrument.